Event description:
Pt underwent cataract surgery on 10/27/1998, and implantation of a starr model aa-4203vf intraocular lens. The pt developed low grade uveitis. The culture was negative, antibiotics were injected and prognosis was fair. The dr noted that the pt was doing better so a planned lens exchange was cancelled. The pt was referred to a retinal specialist to do another culture, gram stain and sensitivity testing. He was also referred to his primary physician for testing for lymphoma, which may mask other problems such as this type of infection. The surgeon does not feel the event is lens related.